Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer has not stated if they want to return this unit for factory repair or if they would like a replacement. (B)(4).

Event description:
The customer stated "the touch screen on this ventilator is freezing up. During the est (extended systems test) the unit is working but after a while in operation the screen starts to freeze up and eventually goes off by itself. This ventilator was not on a patient when the problem occurred."